Manufacturer narrative:
A ge svc rep performed an onsite investigation. The general purpose operating system was replaced and the software was reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported that the system would intermittently display a communication failure error message and lock-up. There is no report of pt injury.